Event description:
It was reported that when using the BD Pyxis¿ Anesthesia Station ES fingerprint scanning was delayed.The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 10-APR-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that fingerprint scanner had delay in scanning fingerprint. A Technical Support specialist (TSS) remoted into the affected ES station to address the reported fingerprint scanner delay issue. The ES Lumi Driver Shim Update 1.3.0.10 installation file was placed in the D:\ drive, logged into the station as CFN Admin, and the existing Lumidigm fingerprint scanner software was uninstalled through Programs and Features. The Lumidigm driver was then reinstalled using the updated package, and biometric functionality was tested successfully in HTA with Bio ID displaying as expected. The station was rebooted to complete the update process, restoring normal fingerprint scanner performance. The system functioned as intended after the technical support specialist (TSS) troubleshot the device.